Event description:
It was reported that during a laparoscopic fundoplication procedure, the tip of the device broke off after one pass through the trocar. There was no patient consequence. It was no noted how the procedure was completed.